Manufacturer narrative:
Product event summary: the full lead was received, analyzed, and no anomalies were found. It was noted that the distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. Analystcomments noted that there was tissue visible inside the helix which was removed with alcohol and then tested.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during the implant procedure the lead had high impedance. It was noted that the physician was unable to deploy the fixation screw of the lead. The lead was removed and a different lead was implanted instead. No patient complications have been reported as a result of this event.